Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers: 1225714-2013-02172, 1225714-2013-02173.

Manufacturer narrative:
(B)(4). Associated MFR report numbers: 1225714-2013-02172 and 1225714-2013-02173. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleged that the pt experienced a cardiac event, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.